Event description:
It was reported that during service/ maintenance, the colonovideoscope exhibited interference in the image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d5 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign matter inside the auxiliary jet channel and circuit board base board has error (scope communication error b30) a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of image interference was due to water ingress into the scope connector, short-circuiting or continuity issues occurred on the internal circuit board. Based on the results of the investigation, the most probable cause of white foreign matter inside the auxiliary jet channel was not established. Lastly, circuit board base board has error (scope communication error) the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.